Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level was 550 mg/dl. The customer thought that the high bg may have been related to the infusion set site; however, there was no damage observed to the cannula. The bg was address by changing the site and delivering a bolus of insulin. Tandem technical support had the customer perform a pump system check and the pump was found to be operating as intended.